Event description:
The customer reported an erroneous troponin I (access accutni) result, within the risk stratification, for one patient, involving synchron lxi 725 system. Subsequent testing of the patient sample recovered a lower result within the normal reference interval. The erroneous result was not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2012 during preventive maintenance (pm). No issues were noted during this service. The unit conformed to the manufacturer's published performance specifications. The customer has a proactive procedure for verifying unexpected results prior to releasing results out of the laboratory. Troponin I results greater than 0.1 ng/ml (male) and results greater than 0.08 ng/ml(female) are re-centrifuged and retested. The cause of the incident is inconclusive.